Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm within 30 seconds. The device was removed using usual method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).